Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was receiving an off no power loss alarm with their insulin pump. The customer's blood glucose level was reported to be 145mg/dl. It was reported that troubleshoot was conducted. It was reported that the device would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed all operating currents. The pump also passed the off no power test. The pump was monitored, and no off no power anomaly was noted. The pump was received with a cracked reservoir tube lip.